Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a valvuloplasty procedure, air was venting in continuously resulting in leakage. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one true device was returned for evaluation. Upon visual inspection, no kinks noted the catheter shaft, no anomalies to the luers/y-body. An in-house presto inflation device was used to inflate the balloon. The balloon maintained pressure and no water was noted to be streaming from the balloon. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported leak as no water was noted to be streaming from the balloon. A definitive root cause for the alleged leak could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: b3, d9, h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a valvuloplasty procedure, air was venting in continuously resulting in leakage. The procedure was completed using another device. There was no patient contact.